Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device was damaged and would not run. It was determined that the device had an air leak. It was further determined that the device failed pretest for check starting behaviour at 3 bar., check power with test bench at 6 bar, minimum 110 to 160 w (watt), check for excessive noise, check for noticeable untrue running, check function of soft mode switch (safety system) and check for air leak. It was noted in the service order that the device did not work properly anymore. It was further reported that the device had no power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.